Event description:
The pump was returned for service where a failure code 812:02 was found in the event history. The facility's biomedical engineer was contacted by the baxter service facility and stated they have no record of any pt incident involving the pump since the last baxter service event.